Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips filed service engineer (fse) conducted a site visit and identified the system was not booting properly during startup. After reviewing log file, fse found the reported issue. To resolve the issue fse reloaded the software of the system and backup was restored. After reloading the suite pc software, and implementing fsca, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.